Event description:
On (B)(6) 2013, the patient reported that the menu and check buttons on his infusion device were only functioning intermittently. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The menu and check button do not respond. There are particles inside the housing of the menu and check button. The particles isolate the area of contact inside the button housing. Due to this problem the menu and check button do not respond.